Event description:
Healthcare professional reported "deflation" against the right side record. The device was explanted.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.